Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens, and downstream occlusion sensor (dso) seal bubbled. Visual inspection was performed and the customer concern regarding "downstream sensor bubbled." Was confirmed. According to the investigation, the dso seal was bubbled, and dso sensor was operational, and the customer sent in pump with problem, suspect harsh cleaning solutions. Investigation unable to determine, suspect customer using improper cleaning solutions. The pump dso seal replace to correct the reported problem. The problem source of the reported problem is unknown.